Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens). It was reported that patient still had back pain and calf pain, but normally had pain on their back and legs but it was now intense. Patient stated they became constipated and had about 6 accidents in one day. Patient's doctor told them to turn off their device. Patient stated that when they stood up they did not feel anything pop, but that the terminal for the lead to connect to their ens was dislodged and they were unsure where to put the second wire. Patient was able to reconnect the first wire. It was later reported that patient developed an infection, cellulitis, and that they were having their leads removed. Patient was on antibiotics. No further complications were reported.